Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was implanted transgastrically to treat a pseudocyst during a pseudocyst drainage procedure performed on (B)(6) 2025. After placement of the axios stent, an endoscopic check of the stent's position was performed, and it was observed that the stent was not completely covered. The stent remains implanted, and the procedure was completed. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a04 captures the reportable event of stent cover damaged/defective.